Event description:
Customer reportedly, received result of 180 mg/dl on the advantage system and 97 mg/dl on a professional's meter within 10 minutes. The discrepant results were obtained at the physician's office. No action was taken based on device results. No symptoms reported with these results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent.